Event description:
It was reported that a patient underwent an incisional hernia repair procedure on an unknown date and straps were used to fixate the mesh. After one year, on (B)(6) 2012, the hernia recurred and the patient underwent an open reoperation. During the reoperation, the surgeon found that the mesh had completely come away. Additional information was requested.

Manufacturer narrative:
(B)(4): fixation failure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01024. The same patient is represented in each medwatch.